Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / severe lower abdominal pain / cramping') and shock ('psychological or psychiatric problems condition: psychological shock from hysterectomy') in a 49-year-old female patient who had essure (ess205) (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included mitral valve prolapse and dysmenorrhoea. Concurrent conditions included gastrointestinal disorder since 2010, pelvic mass, adenomyosis, osteoporosis, uterus enlarged, drug allergy and seizure. Concomitant products included omeprazole since 2010 for gastrointestinal disorder. In (B)(6) 2004, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses / abnormal, heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain") and abdominal distension ("other injury(ies) or complication (s) please describe:swelling bloating/ swelling on one side of stomach"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced shock (seriousness criterion medically significant) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 5 years 10 months after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea had resolved, the shock, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, menorrhagia, shock, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: there were 6 coils showing at the end of this, the opposite tube was then cannulated with 7 coils. Patient had used condoms from 1987 to 2004 for prevention of pregnancy. Concerning the injuries reported in this case, the following injuries was confirmed in patient medical records: fibroid, abdominal pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / severe lower abdominal pain / cramping'), genital haemorrhage ('gen. Abnormal. Bleed') and shock ('psychological or psychiatric problems condition: psychological shock from hysterectomy') in a 49-year-old female patient who had essure (ess205) (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included mitral valve prolapse and dysmenorrhoea. Concurrent conditions included gastrointestinal disorder since 2010, pelvic mass, adenomyosis, osteoporosis, uterus enlarged, drug allergy and seizure. Concomitant products included omeprazole since 2010 for gastrointestinal disorder. In (B)(6) 2004, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses / abnormal, heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain") and abdominal distension ("other injury(ies) or complication (s) please describe:swelling bloating/ swelling on one side of stomach"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced shock (seriousness criterion medically significant) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 5 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, genital haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain and abdominal pain had resolved, the shock, vaginal haemorrhage, uterine leiomyoma and psychological trauma outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, shock, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: there were 6 coils showing at the end of this, the opposite tube was then cannulated with 7 coils. Patient had used condoms from 1987 to 2004 for prevention of pregnancy. Concerning the injuries reported in this case, the following injuries was confirmed in patient medical records: fibroid, abdominal pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events - pelvic pain, abdominal pain, gen. Abnormal. Bleed, psych injury were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / severe lower abdominal pain / cramping') and shock ('psychological or psychiatric problems condition: psychological shock from hysterectomy') in a (B)(6) year old female patient who had essure (ess205) (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included mitral valve prolapse and dysmenorrhoea. Concurrent conditions included gastrointestinal disorder since 2010, pelvic mass, adenomyosis, osteoporosis, uterus enlarged, drug allergy and seizure. Concomitant products included omeprazole since 2010 for gastrointestinal disorder. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / prolonged menses / abnormal, heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain") and abdominal distension ("other injury(ies) or complication (s) please describe:swelling bloating/ swelling on one side of stomach"). On (B)(6) 2010, the patient experienced shock (seriousness criterion medically significant) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 5 years 10 months after insertion of essure (ess205). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain lower, menorrhagia and dysmenorrhoea had resolved, the shock, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, menorrhagia, shock, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details: there were 6 coils showing at the end of this, the opposite tube was then cannulated with 7 coils. Patient had used condoms from 1987 to 2004 for prevention of pregnancy. Concerning the injuries reported in this case, the following injuries was confirmed in patient medical records: fibroid, abdominal pain, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr was received. Case become incident. Lot number was added. Previously added injury nos was replaced by abnormal bleeding (vaginal), and new events abnormal bleeding ( menorrhagia ), psychological shock from hysterectomy, dysmenorrhea, severe lower abdominal pain, fibroid and swelling bloating were added. New reporter added. Patient demographics was added. Historical and concomitant condition were added. Concomitant drug added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.